Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners and minor scratches on lcd window.

Event description:
Customer reported a motor error alarm during a bolus delivery. He stated that the insulin pump had not been exposed to a strong magnetic field or MRI. He stated that he was able to rewind the insulin pump. The blood glucose reading was 365 mg/dl. Customer treated with the insulin pump. He stated that he had been under stress and that he believed that to be contributing to the high blood glucose. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.